Event description:
Positioning of the stent graft occurred as per regular process. Check angiography performed before push rod release and both renal arteries were visible. Full deployment of the graft commenced followed by ballooning of the whole stent graft. Final angiography was performed which showed that both renal arteries were not visible and therefore had become occluded. The patient was converted to open repair and the stent graft removed. One day after the repair, the patient was still bleeding and one renal was not secreting. The patient returned to theatre for further surgery.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. In this case the stent graft was pushed up during push rod release activity leading to occlusion of the renal arteries. There is no information to suggest a device malfunction. The instructions for use include a warning which states "the position of the neck is not considered fixed until the barbs have been engaged after ballooning. At all times during the procedure take care to ensure that the proximal neck is not displaced, proximally or distally."